Manufacturer narrative:
Reporter¿s phone number: (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the motor power was too low, engine power was too low, soft mode switch ran smoothly, and bearings and push buttons were worn on the compact air drive device. It was further determined that the pre-test check failed for attachment coupling, coupling with attachments, function of soft mode switch (safety system) and power with test bench. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.